Event description:
A report was received that the patient had inadequate stimulation. The patient underwent an explant procedure.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-8216-70; serial number: (B)(4); batch/lot number: 16162314; model/catalog description: artisan lead 70 cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had inadequate stimulation. The patient underwent an explant procedure.